Event description:
The zenith tri-fab endovascular graft was placed without complication. During the final angiogram, a distal type I endoleak was noted on the contralateral side. Viewing of the placement noted the leg graft did not have enough "purchase" in the common iliac artery. A decision was made to extend the leg graft down further in the common iliac artery, closer to the hypogastric. An iliac leg graft was selected for deployment distal to the contralateral iliac leg graft. Upon completion, another angiogram showed the endoleak was no longer present. Access vessel was closed and procedure concluded.